Manufacturer narrative:
Device investigation narrative - one curved ultra fast-fix assembly was returned for evaluation. Visual assessment showed the depth limiter has been trimmed to the surgeons desired length. The trigger has been fully advanced and locked within the handle indicating a complete deployment. The suture/t construct was returned and t1 is missing. It appears that during placement of t1 the trigger was inadvertently advanced causing a the simultaneous deployment of t2. No root cause related to the manufacturing process can be established. Further investigation is not warranted at this time. (B)(4).

Manufacturer narrative:
UDI: (B)(4). Initial reporter zip code (B)(6). (B)(4).

Event description:
It was reported that t1 and t2 deployed simultaneously from the ultra fast-fix curved device. Both implants were removed resulting in a less than 30 minute delay. A backup was used to complete the procedure. No patient injury was reported.